Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor is stuck. Associated malfunctions for this device: power switch replaced, manifold stuck, inlet filter dirty, heat exchanger cracked/leaking.